Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date and lot number - ni, manufacture date ¿ ni. Discarded.

Event description:
Patient underwent a revision of acl reconstruction approximately eight months post-implantation due to unknown reasons.